Event description:
The customer contact reported a separation. The customer reported the "line connection in the filter is broken." No specific patient information or event details were available. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.